Event description:
It was reported that cartridge tip was damaged and caused corneal scratch on patient eye. No further information available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: title, email address, state, post office or zip code: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: evaluated by manufacturer: yes customer provided photos were evaluated. The photo shows the suspect cartridge and the cartridge tip could be observed to be damaged. A lens was also observed to be stuck in the cartridge. Due to no product received, no further evaluation was performed. The complaint issue cartridge tip cracked/damaged was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Based on the complaint investigation results, the product was released within specifications. Therefore, no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 28 aug 2025. Section h3: device evaluated by manufacturer: yes. Visual inspection under magnification was performed on the suspect product and found viscoelastic residue was distributed throughout the cartridge. Stress marks were observed on the cartridge tip and the cartridge tip was damaged. The cartridge was also observed to be damaged. Customer provided photos were evaluated. The photo shows the suspect cartridge and the cartridge tip could be observed to be damaged. A lens was also observed to be stuck in the cartridge. No further evaluation was performed. The complaint issue cartridge tip cracked/damaged was identified during photo and product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Therefore, no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.